Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed for electrical test failure # 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The motor drive board was replaced and the iabp functioned properly. The iabp unit was cleared for clinical use and released to the customer. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed for electrical test failure # 50. There was no patient involvement, and no adverse event reported.